Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed that the balloon had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. A visual examination of the returned device identified a longitudinal with small circumferential tear in the balloon material. The tear was identified approximately 10mm proximal to the proximal edge of the proximal markerband and extended 21mm distally along the balloon material. In addition at the proximal end of the tear it was noted that the balloon material was torn circumferentially but none of the balloon material had detached. The circumferential tear measured approximately 2mm in length. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination could find no issue with the of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An endovascular treatment was performed. Vascular access was obtained via below the left ankle vein. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After a guide wire crossed the lesion, a 10.0 x 20, 135cm mustang¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 10 atmopheres, the balloon ruptured. The device was removed completely from the patient. The procedure was completed with another same device. No patient complications or injury were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. An endovascular treatment was performed. Vascular access was obtained via below the left ankle vein. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After a guide wire crossed the lesion, a 10.0 x 20, 135cm mustang¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 10atmopheres, the balloon ruptured. The device was removed completely from the patient. The procedure was completed with another same device. No patient complications or injury were reported.